Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 54840005535, 510k #k091974 and UDI #(B)(4) was cleared in the united states. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
The patient underwent a spinal surgery. In which screws were implanted at th2/3/4-l1/2/3 in the patient's body for placing of a growing rod. Post-op, pedicle screw deviation, medially, on the left l1/2 was observed. The patient underwent revision surgery, in which surgeon removed the l1/2 left pedicle screw and adjusted the direction of insertion to correct way then the pedicle screw was placed again.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.